Event description:
It was reported that the pump was being used in the coronary ICU when a failure alarm occurred. This alarm condition will result in an alarm and stop the channels in use. The pump was running with vaso active medication. Reportedly the pts systolic b/p went from 76 to 44. No additional specific info was rec'd. However, it appears that the infusion was started and no additional intervention was required.